Event description:
It was reported that the acid concentrate bag had a leak in the overpouch, which occurred before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 13c0420 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received and evaluated. A visual inspection and functional testing was done on the device. It was tested by activating the bag and assessing the valve sealing. Leak testing was also carried out, which put the bag under pressure and identified a small leak of solution found at the perimetral seal, which confirmed the reported issue. The leak in the bag was related to a wrinkle in the bag sealing. Communication was provided to the affected manufacturing area to ensure awareness of the issue. Baxter will continue monitoring these events. Should additional relevant information become available, a follow up medwatch will be submitted.